Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a device and a monopolar pencil were used when patient got skin burn right by skin incision site. Checked error logs from the generator that was used. Patient's skin burn was 1 inch length in size and surgeon applied bacitracin medication on it and closed up as normal.